Manufacturer narrative:
The field service engineer replaced probes, made adjustments and performed preventative maintenance which was overdue. This investigation is ongoing. This event occurred in (B)(6). Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received a questionable a1c-3 tina-quant hemoglobin a1c gen.3 result for one patient with the cobas integra 400 plus. The initial result was 7.57%. This result was reported outside of the laboratory and questioned by the patient as it did not match clinical history. On (B)(6) 2021, the repeated result was 5.2%. The reagent lot number was 48885001 with an expiration date of 31-jan-2022.

Manufacturer narrative:
The qc data was requested but not provided. No definite root cause could be determined with the available information. The investigation did not identify a product problem. The cause of the event could not be determined.